Event description:
Information received indicates the siderail is not staying in the up position.

Manufacturer narrative:
The technician found the siderail latch was broken which prevented the siderail from latching. The technician replaced the siderail to repair the bed.